Manufacturer narrative:
Patient identifier, age, weight, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), during clinical procedure, driver broke inside of the implant and broken or fractured component is experienced.